Event description:
It has been reported to co that upon insertion of this device by right femoral approach the tip of the device rolled back. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.